Manufacturer narrative:
Correction: device available for eval? Device return to manuf .? Device eval by manufacturer? Additional information: returned to manufacturer on, imdrf annex a, g, b, c, d, remedial action required, remedial action #, cause not established. (B)(4). Device not returned, no findings available.

Event description:
It was reported that an 8120 pca was affected by plastics recall. There was no reported patient involvement.

Manufacturer narrative:
Additional information: describe event or problem.

Event description:
It was reported that an 8120 pca was affected by plastics recall and sizer misalign recall. There was no reported patient involvement.

Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Event description:
It was reported that an 8120 pca was affected by plastics recall. There was no reported patient involvement.